Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving the error alarm aa47 - which denotes "displayable history failed on startup" - from the insulin pump, that the insulin pump restarted unexpectedly, and that the insulin pump gave persistent "meter bg now" alerts. The helpline was not able to contact the customer after receiving the report. The customer's blood glucose value was not reported, and no further information was provided.